Event description:
Caller reported blood glucose results of 396 mg/dl and "130s" mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.